Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock lead impedance measurements. It was confirmed that the impedance was exhibiting a gradual rise. Boston scientific technical services (ts) state that is most likely due to calcification. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock lead impedance measurements. It was confirmed that the impedance was exhibiting a gradual rise. Boston scientific technical services (ts) state that is most likely due to calcification. This lead remains in service. No adverse patient effects were reported.